Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement, greater than 3,000 ohms. It was noted there was a gradual rise in pacing impedance and there was no noise. Technical services (ts) recommended checking rv threshold since no reprogramming could be performed. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).